Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. 510k: this report is for one (1) unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Device is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric femoral nail advance (tfna) radiolucent insertion handle had issues. Two (2) cannulated connecting screws was difficult to detach from the nail after insertion. The guide sleeve and blade/screw guide sleeve do not fit together. There was no patient involvement reported. This report is for one (1) unknown tfna nail. This is report 5 of 5 for complaint (B)(4).

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, a trochanteric femoral nail advance (tfna) radiolucent insertion handle had issues. Two (2) cannulated connecting screws was difficult to detach from the nail after insertion. The guide sleeve and blade/screw guide sleeve do not fit together. It is unknown if there was surgical delay. Patient and procedure outcome was unknown. Concomitant device reported: helical blade (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: patient information is not available for reporting. Corrected event description and concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The graft sizer was broken mid-case during the sizing of graft.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4; this date was inadvertently reported as 8/22/2018 in the initial report. The correct date is 8/24/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a trochanteric femoral nail advance (tfna) radiolucent insertion handle had issues. Two (2) cannulated connecting screws was difficult to detach from the nail after insertion. The guide sleeve and blade/screw guide sleeve do not fit together. There was no patient involvement reported. It was further reported that blade was misaligned. Concomitant device: nail (part: unknown, lot: unknown, quantity: 1) . This is report 5 of 6 for complaint (B)(4).